Event description:
It was reported to philips that system did not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) checked the system remotely and confirmed that the system didn't boot past 00:00. Rebooted the system several times, but the issue persisted. The customer manually restarted the flexvision pc, and it finished booting up. Review of the system log file showed that there was a communication error with the flexvision pc. The rse confirmed that the flexvision pc must be replaced. The rse sent flexvision pc and hard disk for replacement. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.